Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the screen inside the arterial filter was dislodged. The product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.